Manufacturer narrative:
The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.the insulin pump was received with (B)(6) alkaline battery installed 1.48 volts; a test battery 1.60 volts energizer alkaline battery. The insulin pump was returned with the holster. The insulin pump had minor scratched display window and cracked display window. Data analysis: on (B)(6) 2016 daily insulin total = 53.450u, (B)(6) 2016 daily insulin total = 47.150u, (B)(6) 2016 daily insulin total = 47.350u, (B)(6) 2016 daily insulin total = 49.000u, (B)(6) 2016 daily insulin total = 40.450u, (B)(6) 2016 daily insulin total = 49.050u, (B)(6) 2016 daily insulin total = 31.650u. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was driving home from work and had a low blood glucose level. Customer was involved in a car accident where other people involved were hurt very badly. Customer was taken to the emergency room and he was released hours after the accident. Customer stated that law enforcement was holding the pump as evidence. Customer was admitted on (B)(6) 2016. Customer may have been treated in the emergency room but the method was unknown. The emergency room wanted to keep the customer overnight but the customer refused. Customer was wearing the pump at the time of the hospitalization. Customer was the driver at the time of the accident. Customer will be sent a loaner pump.